Manufacturer narrative:
(B)(4). One used set was received with cap on spike and no cap on patient connector in reference to the reported issue of the sleeve of the transfer set becoming tighter. The set's sleeve was opened/closed several times with difficulty noted. The set was functionally hand tightened to a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. The returned clamp was judged by the manufacturing plant lab technician to qualitatively exhibit a significantly higher closing force than normal. This feeling was confirmed by torque testing, which showed slightly higher forces required than a control part. The complaint was confirmed in the lab for the reported issue. A batch review of the production lot records could not be done since the lot number was unknown. The root cause remains undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that the sleeve of the transfer set suddenly became tighter. The set had been in use for 2 months. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.